Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the device exhibited a high capture threshold. The lead was explanted and replaced. The condition of the patient was good before and after the procedure.